Manufacturer narrative:
Lab analysis of the device found a crack on the 3mm luer lock level where part of the plastic was missing. There was also a dried filet of gel still present inside the syringe at the 0.4ml mark to the luer lock level.

Event description:
Healthcare professional reported that one syringe of juvéderm voluma® xc had a cracked hub. The cracked hub was noticed after injection to a patient occurred. There were no injuries. The packaged needle was used for the injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling for the reported event of crack: 5. Precautions ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product.

Event description:
Healthcare professional reported that one syringe of juvéderm voluma® xc had a cracked hub. The cracked hub was noticed after injection to a patient occurred. There were no injuries. The packaged needle was used for the injection.